Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the collar was missing on the device. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may lead to contamination of sterile field. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 14th july, 2020 getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the collar was missing on the device. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may lead to contamination of sterile field.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by the manufacturer.